Event description:
The patient reported that the pump pushed dispensed insulin during the load step of a routine cartridge change. The patient stated that he realized he was still attached, and pulled the infusion set out. He stated that his blood glucose (bg) prior to the incident was 200 mg/dl, and at the time of the call to customer support, his bg was 320 mg/dl. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012-device evaluation: the pump has been returned but was no longer available for investigation; product analysis updated the complaint file on (B)(4) 2012.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.